Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open umbilical hernia repair, when the device was inserted in the pre-peritoneal space, it was noted that the device was damaged. The mesh was folded in two orientations. Another device was used to complete the case. There was no patient injury.